Manufacturer narrative:
(B)(4). Concomitant medical products: 00595001702 ¿ femoral component ¿ unknown lot. 90595204017 ¿ articular surface ¿ 62075381. Reported event was confirmed by review of medical records noting loosening of the femoral component. Pain and swelling noted. No signs of infection but abundant particulate synovitis noted. Cystic changes noted under the patellar component and in the patellar bone. Some calcifications medial to the tibia and some undermining in this area. Erosion of the medial tibial condyle noted. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00613.

Event description:
It was reported that patient underwent a right knee revision approximately 6 years post implantation and a second revision approximately 8 years later due to pain and loosening. During the surgery, synovitis, cystic changes, bone changes and loosening of the femoral component was noted. The tibial components were left in place and all other components were replaced without complications. Attempts have been made and additional information on the reported event is unavailable at this time.